Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient had met with a manufacturer representative the last time that they had problems because the leads h ad to be redone. They had a laminectomy with a neurosurgeon in (B)(6) 2010. No further complications were reported or anticipated.